Event description:
The customer reported that the insulin pump shut off insulin during a threshold suspend, with a reading of 60 mg/dl from her sensor. When she checked her blood glucose, the customer stated, she was up to 200 to 500 mg/dl, as a result of not having insulin delivered for two hours. The customer further stated that the insulin pump was still showing 60 mg/dl from the sensor and continuing to suspend as the sensor reading was not changing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).